Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 and alarm 20 issues was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that a minimum fill notification occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.